Event description:
It was reported that a malfunction occurred with the customer's pump. There was no reported impact on the customer¿s blood glucose level. The customer was advised by technical support that they would receive a replacement pump with updated software. The caller was instructed on how to put the pump into storage mode, return it using a provided box and pre-paid label, and complete the return within 10 days to avoid being billed. Additionally, the customer needs to connect their cgm and program settings into the replacement pump, which they understood and acknowledged.